Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the assure 4 was reading high. Patient had symptoms of low blood sugar. Readings were taken on two assure 4 meters. The first read 82, the second read 85. The paramedics were called and when they arrived, the patients blood sugar was so low that it was unreadable on their meter. The patient was taken to the hospital. Readings taken by the assure meters and the meters the paramedics used were about 10 minutes apart. Control solution tests were within range. Replacing meters, strips, and controls.